Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report the patient received a transmitter failed error on (B)(6) 2015. At the time of contact the patient did not report any injury or medical intervention. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2015 and did not confirm the reported event of transmitter failed error.